Event description:
It was reported that, "subject experienced left lower leg edema and a pelvic cyst probably related to distended left iliopsoas bursa secondary to total hip arthroplasty. The pelvic cyst was aspirated on (B)(6) 2011 and surgeon determined the event was resolved as of (B)(6) 2011."

Manufacturer narrative:
The device is not available for eval as it is still implanted. Add'l info has been requested and if received will be provided in a supplemental report.